Event description:
Consumer alleges that when he got the wheelchair, the seat was relatively tight, and within two weeks time, it had set where he was allegedly sitting on the crossbars. Injury is alleged.